Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range hv lead impedance was observed. Further testing was recommended to test device to can connections.

Manufacturer narrative:
The reported field event of high defib impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.